Event description:
Technician found bed on floor with 'broken' sign on it.

Manufacturer narrative:
Technician found the brakes were not holding. He replaced both brake and steer caster. Both were worn. The screw that holds caster was stripped. Unit is now working properly. No injuries were reported.